Event description:
It was reported via repair work order that the head end assembly would not retract due to a stripped bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.